Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt 1, #1 inratio: 4.9, 4.2, #2 inratio: 6.2. Pt2, #1 inratio: 5.1, #2 inratio: 3.6, 3.5. Pt 3, inratio: 4.9, re-test: 2.5, re-test: 4.1, re-test: 2.1. Customer cannot confirm which meter was used for which test for pt 3.

Manufacturer narrative:
Investigation pending.